Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9198513, medical device expiration date: 2024-08-31, device manufacture date: 2019-09-19, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle for batch 9198513 would not attach to pen and an unspecified batch was clogged with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that one pen needle with lot 9198513 would not fit onto her insulin pen. Also reported several pen needles with an unknown lot clogged.

Event description:
It was reported that needle for batch 9198513 would not attach to pen and an unspecified batch was clogged with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that one pen needle with lot 9198513 would not fit onto her insulin pen. Also reported several pen needles with an unknown lot clogged.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.